Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) int485, (osseotite tapered certain implant 4 x 8.5mm) for evaluation. Visual evaluation was performed, the implant had marking due to the removal process. There were no signs of malfunction that would contribute to the event. The implant matched print specifications. The implant was measured by using caliper. DHR review was completed for the subject lot number 2022090756. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022090756 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : perforated sinus. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant was placed at tooth site 26 with a small sinus perforation. Implant achieved good primary stability. On (B)(6) 2023 implant lost integration due to infection and was removed ((B)(4)). Pain and edema were reported as a result of the event. Patient will return in september to place a new implant.